Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The procedure was completed as planned using a backup instrument with no delay and no harm to patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) identified this record to be a duplicate of a previously reported issue. Please refer to MFR report number 2955842-2025-48638 for investigation details of the incident.

Event description:
Refer to h11 for follow-up information.